Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a cranial procedure, metal shavings were observed on the patient. It was also reported that there was surgical delay of 5 minutes. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The product was returned for evaluation. The perforator product reported involved with this event was returned for evaluation. Score marks were observed on the surface of the returned perforator. From the analysis carried out it appears the markings present on the returned device are a consequence of the device contacting a metal instrument while in use. The IFU #(B)(4) provides indication for use as follows; "the stryker zyphr disposable cranial perforator, large 14/11 mm (perforator) is a sterile, single use cutting accessory intended for cutting an 11 mm diameter access hole through the cranium of adult patients. It is intended for thin bone that is at least 3 mm thick."

Event description:
It was reported that during a cranial procedure, metal shavings were observed on the patient. It was also reported that there was surgical delay of 5 minutes. It was further reported that the procedure was completed successfully.